Event description:
It was reported that this left ventricular (lv) lead had a crack on its insulation while the patient underwent an scheduled changeout procedure for the associated cardiac resynchronization therapy defibrillator (crt-d). The lv lead was repaired using a repair kit and no other device issues were noted. Technical services (ts) was consulted about the device magnetic resonance imaging (MRI) conditional status after it was repaired, with ts clarifying the lv lead itself is non MRI conditional. This lv lead remains in service. No adverse patient effects were reported.